Manufacturer narrative:
(B)(4). Date sent 9/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Did the device staple? 2. If the device stapled, was the staple line complete? 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 4. Did the device cut? 5. If the device cut, was the cut line complete? 6. Were the cut line and staple lines equal? 7. Was the device fired across a staple line? 8. Please provide details as to how the reload did not work. 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. If the device cut and stapled, were there any staples missing from the staple line? 13. How was the procedure completed? 14. Is the current patient status known? 15. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). 1 device didn't stapled completely. 4 device did cut. 5 unknown. 6 unknown. 7 unknown. 8 device hot stuck in between. 9 unknown. 10 unknown. 11 unknown. 12 unknown. 13 used another device. 14 unknown. 15 unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the ntlc 75 got stuck along with sr75 during an open lar. The case was continued with another device.

Manufacturer narrative:
(B)(4). Date sent 9/15/2025. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with staple height selector loose and a sr75 reload no loaded in the device. The reload had the proximal 70 drivers up without staples and the swing tab in the locked position. During the visual inspection, the anvil shroud showed locks broken that support the metal body anvil to shroud causing the easy movement of the metal body, and this condition most likely caused the staple height selector loose causing that the device cannot be closed. No functional test could be performed due to the condition of the device. Based on the condition of damages observed in the device are related to improper handling. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 176d08, and no non-conformances were identified.